Manufacturer narrative:
(B)(4). Date sent to FDA: 07/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code w9932. A fracture was observed at the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture contained evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture in which breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. A manufacturing record evaluation was performed for the finished device lot number an6501 and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: were x-rays taken to locate the needle piece(s)? No. Was the needle piece(s) retrieved during the same procedure? Yes. Was there any additional tissue damage as a result of searching for the needle piece? Unk. What is current condition of the patient? No patient consequence was reported. What was the size of the needle used? Please refer to the product code. Was more than half the needle retained in the patient? No. Procedure date? Please refer to the complaint information.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were x-rays taken to locate the needle piece(s)? Was the needle piece(s) retrieved during the same procedure? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? What was the size of the needle used? Was more than half the needle retained in the patient? Procedure date?

Event description:
It was reported that a patient underwent a cesarean section surgery on (B)(6) 2021 and suture was used. During the procedure, the needle broke when sewing. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.